Event description:
During the procedure, it was noticed that the cypher had a defect on the proximal side. There were no reported patient injury. The failure analysis lab (fal) preliminary findings stated the stent appeared to have shifted distally, and the stent appears flared at the proximal end.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional information will be provided within 30 days of receipt.